Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated the device hasn't worked for years. Caller states about 5 years ago got a phone call from someone they tried to jump start and that failed so left the ins there without using at all as they dont have any clue who can remove. Caller states in hospital and mentioned a paraplegic and needs an MRI. Patient services (pss) reviewed as of 09/2023 the ins would have reached eos as that was 9 years. Pss reviewed guidelines and advised because of the extensions a brain scan is recommended and caller states they have to do MRI of spinal cord. Caller states the device never worked since implant was newly paralyzed and no one guided them or guided them on what to do with the device. Caller said the device was left behind so their health deteriorated over the next few years and they spent more time in the hospital. Caller states the device just was nevercharged and was put on back burner. Caller mentioned they called the manufacturer about 5 years ago and they tried to jump start the device to see if they could get it charging again, but it didn't work. Caller also mentioned the device caused headaches. Patient is currently in hospital with the possibility of a relapse of transverse myelitis and they need to have an MRI. Patient service specialist reviewed MRI guidelines and redirected to healthcare provider. Patient mentioned they have had mris in the past and they are not at the hospital where they take the card and roll with it. The patient was redirected to their healthcare provider to further address the issue.